Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer cubies were failed to detect on bus. As per part investigation, it was determined that black marks were observed on the retractor band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of failed drawer/cubies unrecoverable, not detected on bus, was confirmed by field service engineer (fse), and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that auxiliary drawer 3.2 onsite failed; keeps popping cubies. The fse replaced retractor band on auxiliary drawer 3.2; onsite station tested in hardware test application (hta) all pass. Rebooted station had customer recover an inventory all works good now. During dchu visual inspection: pn 353844-01: black marks were observed on the retractor band. A detailed inspection was performed using a digital microscope, which revealed damage to the copper strands during dchu testing: pn 353844-01: according to pap, further testing was not performed, as the copper strands were found to be damaged. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure is attributed to the physical damage/condition of part pn 353844-01 which produces that failed drawer/ cubies unrecoverable, not detected on bus.